Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external battery function.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: low speed; (14v ) battery malfunction. Specific component(s) involved: external battery malfunction. Additional text: new 14 v battery. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : decreased hm speed. Implant device type: lvad.